Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged, as it was sensing atrial fibrillation a vf, the patient was asymptomatic. During repositioning procedure good sensing could not be achieved or capture. It was noted that the patient's heart is not in good condition. A passive lead was successfully placed. The patient was stable post procedure.